Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrections: device expiration date. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Concomitant medical products: 47223206001-ncbâ®, cable button for ncbâ® polyaxial locking plate, 2.5 mm hex drive. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that while tensioning of cable during provision of the periprosthetic fracture with ncb pp proximal femur, the cable broke.